Event description:
Manufacturer's ref #: 328691.

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. We could trace back the reported problem to may 31, therefore the date of event was determined as 05/31/2020. Electrical measurements on the pcb showed that a capacitor and an inductor in the pull magnet circuit was shorted, causing the standby valve to open and thereby creating an extensive leakage. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb, which is a part of the safety valve function.

Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report, date of event and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found.

Event description:
It was reported that the ventilator will not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer's ref #: (B)(4).